Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the jaws did not open after the 2nd firing when it was used on the middle colic artery. The surgeon clamped the patient's side of the jaws and intended to make a small incision to release the device, but the clamped tissue with the device was split and bleeding occurred before the small incision was made. Although the amount of the bleeding 300ml, the bleeding was stopped via the small incision and blood transfusion was not required. The small incision had been scheduled, but it was made earlier than expected. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Middle colic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? We have no detailed information. Were any unexpected noises heard? If so, when? We have no detailed information. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? We have no detailed information. What were the indications for surgery? What was found? We have no detailed information. Does the patient have any relevant history of surgical treatments? If so, what? We have no detailed information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Did the surgeon try to pull the trigger from the handle? No. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? The device was removed from the patient body as-is. Was there any tissue damage? Yes. If so, how was it repaired? Additional suture was performed. The analysis results found that the device was returned in good visual condition and inserted through a 5mm sleeve. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. The jaws open and closed as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Information anticipated, but unavailable at this time. Additional information: the device jaws were closed and a clip was being clamped sideways. It was unknown which firing the clamped clip was deployed at (1st or 2nd). When the operation video was checked after the procedure, it was found that the device fired on the 1st clip at the 2nd firing that the event occurred. The surgeon was instructed that the trigger would need assistance in returning all the way forward when the jaws would not open. After that, the trigger was pulled from the handle by the surgeon and the jaws opened.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Middle colic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? We have no detailed information. Were any unexpected noises heard? If so, when? We have no detailed information. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? We have no detailed information. What were the indications for surgery? What was found? We have no detailed information. Does the patient have any relevant history of surgical treatments? If so, what? We have no detailed information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Did the surgeon try to pull the trigger from the handle? No. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? The device was removed from the patient body as-is. Was there any tissue damage? Yes. If so, how was it repaired? Additional suture was performed.